Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 270 mg/dl and was treated with insulin pump. Customer's blood glucose value at the time of call was unknown. Customer didn't experienced any symptoms due to high blood glucose. Troubleshooting was not performed and it was unknown whether the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event or not. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
S.w version 5.2a, retainer ring = black, case type = ngp. Customer returned pump for an alleged high bgs found on 07-nov-2023. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of 07-nov-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 07-nov-2023 listed on smartsolve. Dailytotalcollectionstarttime: 11/07/2023 00:00:00.000 dailytotalofallinsulindelivered: 330500 (33.05 u) dailytotalofbasalinsulindelivered: 140500 (14.05 u) dailytotalofbolusinsulindelivered: 190000 (19 u) 11/07/2023 00:05:18.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 32000 (3.2 u) bolusamountdelivered: 32000 (3.2 u) 11/07/2023 00:21:52.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 6000 (0.6 u) bolusamountdelivered: 6000 (0.6 u) 11/07/2023 01:41:08.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 22000 (2.2 u) bolusamountdelivered: 22000 (2.2 u) 11/07/2023 04:49:18.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 17000 (1.7 u) bolusamountdelivered: 17000 (1.7 u) 11/07/2023 11:25:34.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 56000 (5.6 u) bolusamountdelivered: 56000 (5.6 u) 11/07/2023 11:32:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 12000 (1.2 u) bolusamountdelivered: 12000 (1.2 u) 11/07/2023 17:18:14.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 16000 (1.6 u) bolusamountdelivered: 16000 (1.6 u) 11/07/2023 18:20:46.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 29000 (2.9 u) bolusamountdelivered: 29000 (2.9 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 07-nov-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 11/05/2023 11:51:13.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.